Event description:
Laserscope 550 micron fiber cleaning and sterilization instructions are incomplete. The fiber repair instruction manual on page 4, section 2.2 states: "if the fiber has been used clinically, it should be disinfected prior to handling to ----." It does not state with what type of disinfectant. The sterilization instructions found on the box label do not state whether to use a gravity displacement sterilizer or a pre-vacuum sterilizer. The instructions read: "place fiber in an open tray and process for 3 minutes at 270 degrees f, or place the fiber in a peel pouch and process in saturated steam for 30 minutes at 250 degrees f, 15 psi." Pre vacuum sterilizers are typically set at 5 minutes and 270 degree f, 32 psi. 250 for 30 minutes sounds like steam gravity, and if rptr changes the setting on their prevac to 250 for 30 minutes rptr gets a positive biological. Rptr's gravity sterilizers are set at 270 degrees. The rapid readout company told rptr the biological needs at least 40 minutes at 250, so rptr asks how this company got this product approved for reuse.